Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd treatment. There was an air detected in cassette warning in fill 3 of 3. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from an unknown area. The supplies were discarded. In a follow up, the nurse verified the event and said there was no harm, intervention or adverse event for the patient. The patient was put on a course of prophylactic antibiotics and patient is doing fine.the cycler was allowed to dry out overnight before it was used again.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd treatment. There was an air detected in cassette warning in fill 3 of 3. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from an unknown area. The supplies were discarded. In a follow up, the nurse verified the event and said there was no harm, intervention or adverse event for the patient. The patient was put on a course of prophylactic antibiotics and patient is doing fine. The cycler was allowed to dry out overnight before it was used again.